Manufacturer narrative:
There are no reports of any excessive activity or injuries that are likely to have contributed to migration of the implanted components. The placement of the leads is in an area that is highly used during normal daily activities, possibly contributing to some instability of the implanted devices. Migration is a known inherent risk of implantable devices and no direct cause for the migration is able to be identified during investigation of this incident.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat pelvic pain. The implantable pulse generator (ipg) was placed in the abdomenal area with the implanted leads targeting the ilioinguinal and genitofemoral nerves. After using the system for approximately 6 months, the patient reported not receiving therapy at the intended nerve target. Assessment of the implanted system determined that the leads had migrated. A surgical procedure was performed on (B)(6) 2025 to remove the implanted leads and place new leads back at the intended nerve target. The original ipg remains implanted and connected to the replacement leads.